Event description:
A power source alert was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer had already attempted various troubleshooting steps, including using different wall adapters and charging cables, which did not resolve the issue. Ultimately, cts decided to replace the pump, ensuring that the pump was within warranty. The customer was advised to use multiple daily injections as a backup insulin therapy and was guided on placing the pump into storage mode before returning it. A replacement pump was arranged to be shipped, and the customer understood the instructions to return the problematic pump within ten days using a pre-paid label.